Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed test failure and that the keypad was not functional. The customer removed the battery, reinserted the battery and received the external flash error alarm. The customer's blood glucose was over 200 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer further explained that there was a constant tone during basal delivery. The customer confirmed that the constant tone had disappeared. While troubleshooting, the insulin pump passed the self test. The customer was advised to monitor the insulin pump. The customer did not return the product for analysis.